Manufacturer narrative:
(B)(4).

Event description:
It was reported that after lead revision procedure, the atrial lead exhibited sensing anomaly, capture anomaly and impedance anomaly. The lead was found to be dislodged. The lead was explanted. The patient was stable.